Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that, after leaving the hospital, this ambulatory infusion pump alarmed and stopped working. The patient returned to the hospital to resolve the pump issue. Since the patient's condition is not well and requires 24 hour continuous drug delivery, they required medical treatment in the hospital. According to the physician, the patient experienced difficulty breathing due to the pump issue. No additional adverse patient effects were reported.